Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call flashing display anomaly on the insulin pump. Customer¿s blood glucose level was 79 mg/dl. Troubleshooting for flashing display was performed. Customer advised display screen turned white and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4) no solid white screen anomalies noted however unit received with blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments or partial display due to blank-flashing white lcd.